Event description:
Baxter healthcare received notification of a user submitted medwatch regarding a vented nitroglycerin set in which a leak was observed from an unspecified location. According to the report, the staff observed that there was an unknown amount of blood backup in the tubing. Upon inspection of the tubing, it was observed that the set was leaking from the tubing near the drip chamber. The staff observed that 25cc spilled onto the floor and reported that the patient received 475cc of the 500cc. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.